Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved. The customer's biomedical engineer has advised that the ac power supply would need to be repaired, but the required part is not able to be ordered or replaced as it is not one sold or provided by getinge. The little post that stabilized and retains the power cord requires the entire ac power supply to be replaced. A backup ac power supply was received by the customer from their local getinge representative. The biomed has verified that the iabp unit is working. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units standoffs on ac transport power supply were broken, staff accidentally stepped on the cord while it was plugged in causing the clip/standoff to break. There was no patient involvement.